Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg cause was not known. Customer had assistance from spouse to consume juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.